Manufacturer narrative:
Trend analysis: no trend considering the following event is identified: instrument fracture. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Event description (event details, per) event summary: it is reported that whilst the surgeon was using the 2.5 drill a portion of it broke off and now remains in the bone. Surgery was completed with another device. Surgery was not delayed. It is mentioned that the patient had hard bone conditions and drill was tried to use for 2 times during op. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Additional information has been requested and is currently not available. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the device was discarded at the hospital. Review of product documentation nthe surgical technique for the ncb distal femur was reviewed. It is stated that "in case of good bone quality it is recommended to drill the cortex with a 4.3mm drill bit." Root cause analysis: root cause determination using rmw: intrument, breaks, deforms, diverge, or parts remain in wound. Due to inadequate design for intended performance not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Instrument, breaks, deforms, diverge, or parts remain in wound. Due to mechanical properties of material insufficient not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Fracture of instrument due to general corrosion (crevice, pitting, galvanic) possible, product not returned, therefore this risk cannot be excluded. Instrument, breaks, deforms, diverge, or parts remain in wound. Due to inadequate design for intended performance not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling possible, it cannot be excluded based on the available information. Surgeon could use another drill for hard bone conditions. Damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling possible, it cannot be excluded based on the available information. Surgeon could use another drill for hard bone conditions. Failure of surgery due to wrong selection of components or use in combination with device possible, surgeon could use another drill for hard bone conditions. Instrument breaks or deforms due to off-label / abnormal-use possible, product not returned, therefore this risk cannot be excluded. Conclusion summary: product was not returned for the investigation. No lot number was available to review the DHR files and the material properties. Review of the surgical technique showed that it is recommended to use a drill bit with a larger diameter to drill the cortex in case of a good bone quality. In this case there was a possiblity to use a larger diameter drill bit (according to the product portfolio) than the preferred one. That being the most likely reason of the failure, other possibilities include breakage due to off-label / abnormal-use, presence of corrosion and surgeon or or staff being unfamiliar with instrument usage and handling. However, based on the available information an exact root cause could not be determined. Moreover, it is adviced to monitor the patient, as the broken off tip remained inside the patient's body. It is stated in biocompatibility specification doc for trauma instruments group 1 cutting and drilling instruments: "in accordance with iso 10993-1 the trauma instruments group 1 cutting and drilling instruments are categorized as ¿external communicating devices¿ with "tissue/bone" contact for less than 24 hours (a ¿ limited)." The need for corrective measures is not indicated and zimmer biomet considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. Additional information was requested on october 19, 2017. On october 20, 2017 additional information was received. The information received has been covered in this report. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that whilst the surgeon was using the 2.5 drill a portion of it broke off and now remains in the bone. The fractured piece of the drill bit remains in the patient bone. Surgery was completed with another device. Note: additional information was received and stated that the other half of the device was thrown away. This was the second time the instrument was used in this case. (Drilling through hard bone) the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.